Event description:
Received info stating that the customer's fill estimate was inaccurate. Reportedly, the cartridge was filled with more insulin during fill tubing. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide cautions from filling a cartridge until prompted by instructions on the pump screen. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.